Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a bilateral nail case (tfna and frn on one side), the yellow triple sleeves threads were damaged and inner trocar was bent. It was not sure if the clip damaged the threads or what but there was threads missing. Wheel was not able to be clicked. On the frn side, the yellow sleeve for the step reamer kept sliding even though the reamer was new. Surgeon opened 3 other sets and it slid even though button was not hit. Surgeons wants replacement sleeve. There was no surgical delay. It is unknown if the procedure was completed successfully. There was no patient consequences. This report is for one (1)3.2mm trocar this is report 2 of 2 for complaint (B)(4).